Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side rupture. Device explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, a deformation, a dark ring, no openings were found in the device and wear abrasion. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.